Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported door not fully latched messages through "door jammed" messages in the history log, but could not reproduce them. The device was operating out of specification with respect to the reported symptom. The upper auxiliary assembly was replaced as it is a known contributor to the reported symptom.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.